Event description:
It was reported via phone call that the customer was treated by paramedics, after his blood glucose went down to 27 mg/dl. When paramedics arrived, his blood glucose was 29 mg/dl and he was treated with food and a glucagon shot. Caller said they spoke with a nurse who changed some settings, but it did not help with low blood glucose issues. At time of the call, customer's blood glucose was 170 mg/dl. The customer was asleep and caller did not wish to wake him up to finish troubleshooting. It was advised to call back to troubleshoot when customer and insulin pump were available.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.